Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no strip lot number/serial number and the product was not returned.

Event description:
Report received of unspecified high inratio inr vs lab inr. One patient self tester, one meter, one lot. Issue reported via medwatch form, results not provided, reported that patient self tester suffered stroke, hospitalized 6 days. FDA received medwatch notification on 08/11/2015 and added it on 08/13/2015. On (B)(6), 2015 alere home monitoring forwarded the medwatch notification to alere technical services. The medwatch form reports that the patient self tester's monitor provided false high readings. Reported that patient suffered stroke on an unspecified day of 2015 and was hospitalized for 6 days. It was reported that the results of inr testing at the hospital were significantly lower than the patient's monitor readings. No actual inr values or therapeutic range were reported. No additional patient information reported. Although attempted, no additional information received.